Manufacturer narrative:
Unable to charge unit or perform functional test due to moisture damage/corrosion at the battery connector pins.

Event description:
Information received by medtronic indicated that there was loss of communication between insulin pump and transmitter. Customer received lost sensor signal alert. Troubleshooting was performed the communication between insulin and transmitter was not restored. Customer reported high blood glucose. Blood glucose reading was 410 mg/dl. No harm requiring medical intervention was reported. The device was returned for analysis.